Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also reported that the patient heard tones from the device. Data analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and no additional adverse patient effects were reported. The device will not be returned for analysis as the hospital staff inadvertently discarded it. This device is included in the subset of devices described in the low voltage capacitor product advisory that was communicated on august 29, 2013. This device experienced behavior consistent with that advisory communication; however, without detailed laboratory analysis it is unknown if the device did, in fact, experience that low voltage capacitor issue.